Event description:
(B)(6), 2014 customer claims that her husband has been experiencing throat infections possibly due to the mold build up in his unit.

Manufacturer narrative:
(B)(6), 2014 customer claims that she thinks her husband cleans the unit more often to make sure there wasn't anything in it. Customer claims that he has been using the unit since (B)(6) and has been to the doctor 3 times for throat infection with blisters inside his mouth. Customer states that the doctor asked if he was using anything inside his mouth and only thought about the toothbrush; claims that the dentist also told him not to use the product because mold would cause infections. Customer stated that they agreed to return unit. Issuing (B)(6) return label/letter and request for dental information via white mail.